Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the competitive right ventricular (rv) lead. The clinician consulted boston scientific technical services (ts). Ts advised the clinician to bring the patient in for evaluation. A future appointment for lead evaluation was made with the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.